Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1047273 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1047273, test base part number 190-430 / lot: 1047273. The lot met the required release specifications. A review of the complaints reported as false positive (confirmed and unconfirmed, conflicting results) related to kit lot 1047273 showed that the complaint rate is (B)(4). The log files submitted to abbott diagnostics scarborough were reviewed for an ID now covid-19 false positive patient test occurring on the dates and times provided. All specified patient tests were valid positive results with no errors or issues observed. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is cross-contamination or patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2021-03667 - 1221359-2021-03771

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: reference MFR. Report: 1221359-2021-03667, 1221359-2021-03669, 1221359-2021-03670, 1221359-2021-03671.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay. This MFR. Report addresses patient two (2) of five (5). The customer reported a false positive result on a directly tested nasal swab with the ID now covid-19 assay performed on 08nov2021. Pcr confirmation testing was performed on (B)(6) 2021 with a nasal swab that was collected on (B)(6) 2021 and generated negative results (CT values not provided). Per the customer, the patient was symptomatic. Additionally, the patient was placed on quarantine based on the false positive result until they got the pcr confirmation.